Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured 84mm diameter abdominal aortic aneurysm. It was noted the patient had a short conical neck and the index procedure was completed outside of the IFU using the endurant stent graft system, heli - fx endoanchors and glue. It was reported approximately 2 years post the index procedure a type ia endoleak was detected via CT scan. A reintervention was performed. The physician extended the graft using a 32mm endurant aortic cuff, bilateral renal snorkels and helifx endoanchors. Per the physician, the cause of the event is due to patients anatomy, off label and disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.